Manufacturer narrative:
Detailed product information was not provided to bsc. Because the lot number is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the stent was compressed. An enroute transcarotid stent was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. Post tcar procedure imaging revealed that the stent was compressed, with a north american symptomatic carotid endarterectomy trial (nascet) stenosis of 75%, and there was heavy calcium. No intervention was performed as result of the event.